Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. The lesion was located in the severely tortuous left posterior descending artery. A non-bsc stent was implanted in the lesion and a non-bsc balloon catheter was advanced to post-dilate the stent, however, the catheter could not be advanced to the stent. Next, the physician selected the 20mm x 2.5mm maverick2 balloon catheter. Difficulties were encountered advancing the maverick2 balloon catheter up to the stent, and resistance was encountered again while attempting to cross the proximal edge of the stent. As the physician removed the maverick2 balloon catheter, slight resistance was encountered. Once removed, it was noted that the distal 40cm of the catheter shaft was detached and remained inside the guide catheter. The detached portion of the catheter shaft was removed as a unit along with the other devices. The physician completed the procedure with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. The lesion was located in the severely tortuous left posterior descending artery. A non-bsc stent was implanted in the lesion and a non-bsc balloon catheter was advanced to post-dilate the stent, however, the catheter could not be advanced to the stent. Next, the physician selected the 20mm x 2.5mm maverick2 balloon catheter. Difficulties were encountered advancing the maverick2 balloon catheter up to the stent, and resistance was encountered again while attempting to cross the proximal edge of the stent. As the physician removed the maverick2 balloon catheter, slight resistance was encountered. Once removed, it was noted that the distal 40cm of the catheter shaft was detached and remained inside the guide catheter. The detached portion of the catheter shaft was removed as a unit along with the other devices. The physician completed the procedure with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received in two sections as a result of a break in the hypotube. The break was located at 90.4cm distal to the strain relief. A microscopic examination found that the break appeared to have occurred as a result of a severe kink in the hypotube. Both sections of the hypotube were kinked at various locations. A mandrel was inserted through the tip and wire lumen with no restrictions noted. No other device issues were noted that could have contributed to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).